Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a lap hys. According, the shaft bent at the tip of instrument to the jaws. Jaw went limp. Nothing fell into the patient but a x-ray was taken ensure no component left in patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, an engineering review, a pmv review of complaint trends, and an evaluation of the returned device. The devices were received with a broken jaw. Engineering observed that the shafts were bent. Engineering also observed that the tube housing was broken for device two. No functional testing could be performed due to the damages. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Engineering concluded that the root cause for the reported defect was the use of excessive manipulation by user that consequently caused the breakage of the tube housing tabs. The received unit is consistent with a unit that was manipulated with excessive force during procedure by user, using the device as a lever increasing the stress force on the tabs of the tube. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.